Manufacturer narrative:
Concomitant medical products: 6949; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted for an unknown reason. A new system was implanted at a later date. No patient complications have been reported as a result of this event.